Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
The following information comes from the article "retroperitoneal bleeding and arteriovenous fistula after percutaneous coronary intervention successfully treated with intravascular ultrasound-guided covered stent implantation" which was published in "japanese society of internal medicine", 2016 vol. 55, no.11 page 1467 to 1469: doi 10.2169/internalmedicine.55.6134. The patient had a history of hypertension and dyslipidemia, and was admitted to the hospital due to effort angina. A coronary angiogram revealed significant stenosis of the distal rca, which was treated with two drug-eluting stents. Prior to pci , the patient received aspirin, clopidogrel, statin, a beta-blocker, and 8,000 units of heparin. Hemostasis was obtained using an 8f angio-seal sts plus vascular closure device. Three hours following angio-seal deployment, the patient complained of discomfort and his systolic blood pressure decreased to 70 mmhg. An abdominal CT showed a retroperitoneal hematoma and av fistula. The patient received a transfusion of four units of packed red blood cells and underwent peripheral vascular angiography, which revealed active extravasation from the inferior epigastric artery (iea) and the femoral vein. After two balloon inflations, the bleeding did not stop. A covered stent was deployed at the rupture site, and an angiogram revealed no additional bleeding from the iea and no femoral vein was shown. A follow-up abdominal CT revealed patency of the left iea and the absence of av fistula.